Event description:
During preparation for a cord blood unit - blood center unit- the laboratory technician noted a leak. About 1 ml of product was lost. The bag was handled in a laminar air flow hood. The faulty cord blood bag was sent back to new york blood center.